Manufacturer narrative:
H.6. Investigation: bd received 1 sample and 2 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for fm on shield/tube with the incident lot was observed. Additionally, all customer samples were evaluated and ink smears and defective marking was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated "when opening the package, the customer found that there were foreign matter in the tube and on shield.¿.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer sst blood collection tubes had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: the customer stated "when opening the package, the customer found that there were foreign matter in the tube and on shield.¿